Manufacturer narrative:
(B)(4).

Event description:
Please see manufacturer's report #3007566237-2013-01342. A baclofen patient's pump had mistakenly been filled with morphine. It was reported that a morphine patient's pump was refilled with baclofen. The patient was noted to be on a ventilator. It was later reported that the baclofen patient received morphine and clonidine. The refill was noted to have occurred on monday, (B)(6). The patient was noted to have previously had baclofen 500 mcg/ml, and they were refilled with morphine 50 mg/ml and clonidine 750mcg/ml at 12.5 mg of morphine per day. The patient's physician had wanted to clear the patient's system contents, but was unable to withdraw from the side port. It was calculated that the patient may have received about 0.4 ml of baclofen at the time of the call. It was later reported that a pharmacy had mislabeled the medications "so each patient got each other's drugs." The patient who was on morphine, but received baclofen, was noted to be in intensive care. It was later reported that the patients had been refilled three days prior to the initial report on (B)(6) 2013. The medication involved in the refill was compounded baclofen, but the concentration was noted to be 500 mcg/ml. The patient's outcome was not provided.

Event description:
Additional information: it was later added that the patient was ¿doing well¿ and the device worked as it was supposed to.